Event description:
Incident description: the handle was very hot once ablation started. Changed out for another different lot#, but used the same catheter and cable with no problem. There were no patient complications.